Event description:
It was reported that the pump was removed ¿years ago because it was making him sick¿. Once the pump was explanted the patient was ok. The pump delivered morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, lot# l77604, implanted: 2000-(B)(6), (B)(4).